Manufacturer narrative:
A visual and microscopic examination found that the stent was fully mounted. It was noted that the deployment handle had detached from the outer sheath. The outer sheath of the delivery system was severely bunched up distal to its proximal end. The blue outer sheath was pushed forward off the stainless steel shaft, which was bent in appearance at various locations along its length. It was not possible to retract the outer sheath by hand in order to deploy the stent. Examination of the deployed stent and the stent holder found no anomalies. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal autoexpandable stent procedure performed on (B)(6) 2009. According to the complainant, the stent failed to deploy in the duodenum. It was removed from the patient, and the procedure was not completed as another device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results of handle broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.